Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a serious hyperglycemia event on (B)(6) 2014 and was taken to the hospital via emergency services. Reportedly, the patient¿s blood glucose (bg) reading was at 583 mg/dl with vomiting and diabetic ketoacidosis. The patient reported that she had received insulin injection and intravenous fluids at the hospital and have discontinued pump therapy. Customer support reviewed the event with the patient. The patient stated that the cartridge was leaking at the internal o-ring but was uncertain if the tubing was also leaking. Review of cartridge usage techniques indicated that the instruction for use was followed. It was noted that the patient had fallen on the pump but denied that there was damage to the pump or caps. This complaint is being reported based on the allegation that the patient experienced a serious hyperglycemia event related to a cartridge malfunction.